Manufacturer narrative:
Argus case ID : (B)(4).

Event description:
Hello my grandma got intoxicated with your product [intoxication]. Case description: this case was reported by a consumer via interactive digital media and described the occurrence of intoxication in a female patient who received gsk denture adhesive (formulation unknown) (corega denture adhesive formulation unknown) unknown for dental care. On an unknown date, the patient started corega denture adhesive formulation unknown at an unknown dose and frequency. On an unknown date, an unknown time after starting corega denture adhesive formulation unknown, the patient experienced intoxication (serious criteria gsk medically significant). The action taken with corega denture adhesive formulation unknown was unknown. On an unknown date, the outcome of the intoxication was unknown. It was unknown if the reporter considered the intoxication to be related to corega denture adhesive formulation unknown. Additional information: reporter stated that "hello my grandma got intoxicated with your product what can I do to help her get all the paste that generated in her body out I await an answer thanks a lot".